Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with complaints of chest pain. An x-ray revealed perforation. Loss of capture, low sensing and a drop in pacing lead impedance were also noted. The lead was repositioned successfully. The patients condition was stable following the procedure.